Manufacturer narrative:
The bench repair technician (brt) performed diagnostics in accordance with the service manual. The brt confirmed the reported problem and found that the speaker was out of date and needed to be replaced. The device was operational after repairs were completed.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. It is unknown if the device was in use at the time of the reported issue. No death or patient / user injury or harm was reported.